Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to traced damaged on a transformer on the pace/defib (pd) engine. The pd engine was replaced to remedy. The pd engine was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.